Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. No testing methods performed. (B)(4).

Event description:
It was reported that a surgeon performed ess, and after placing a merocel in the patient it was accidentally swallowed. This issue has not been considered to be a product malfunction [by the user] and the customer just wanted to know if these cases have been previously reported from the other hospitals. The part number was confirmed, lot number remains unidentified. It was confirmed that the patient was prescribed a laxative, but the result remains unknown.